Event description:
Medtronic received information regarding a navigation system and automated trajectory guidance unit being used during a 19 lead ster eoelectroencephalography (seeg) procedure. It was reported that a post-operative computed tomography (CT) scan found all leads were 3-4mm inaccurate parallel from the plan. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. It was clarified that the surgeon's workflow was to pin the patient, perform an automatic patient registration with a medtronic imaging system, and move to a sterile reference frame after draping the vertek arm with the sterile frame "piercing" the drape. Additional information was received. It was reported that the leads did not require revision.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The navigation system then passed the system checkout and was found to be fully functional. Information references the main component of the system. Other relevant device(s) are: product ID: 2 9631, serial/lot #: 0130, ubd: , UDI#: ; product ID: 9735737, serial/lot #: 1.3.2, ubd: , UDI#: if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: a software analysis was initiated to determine the probable cause of the reported behavior. Analysis found that there was insufficient information to determine if the cause of the reported issue came from a software anomaly. Software logs were usually not helpful in diagnosing auto-registration accuracy issues. Frame movement after registration was a common cause of accuracy issues but cannot be detected in log files or archives. Codes b01,c19,d15 are applicable and previously reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.